Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was noted to be in backup mode.

Event description:
Additional information provided that backup mode on the device was due to a cybersecurity upgrade. Technical support was contacted and the cybersecurity upgrade was completed successfully. The patient was stable with no consequences.